Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced the reported failure during calibration during in-house.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23025 occurred during surgery. The surgeon moved to the second surgeon side console (ssc) to complete the surgery. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.